Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found the exposed portion of the soft cannula was torn. It could not be determined how or when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. As treatment, a manual injection of insulin was delivered.